Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 20, 135cm mustang balloon catheter was used to treat the target lesion. The balloon ruptured at 24 atms during the 1st inflation. No kink prior to use. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).